Event description:
A nephrouretaral stent was being placed for therapeutic purposes in 2005. During a procedure, one pigtail was being placed in the bladder and another pigtail was being placed in the kidney. When the pigtail was being placed in the bladder, in stiffening cannula was removed when a split occurred at the proximal pigtail in the kidney. The split occurred circumferentially and it separated completely. The pigtail suture was still attached and the physician was able to pull the whole unit out at that time.